Event description:
Bi-ventricular device pt, implanted with an implantable ventricular assist device (ivad) paracorporeally on the left, experienced bulging in the percutaneous driveline at the driveline connection point into the pump. The center supported the driveline with tongue depressors and tape without any compromise of function. No air leak was noted. In 2005, while the pt was in dialysis, an air leak was noted at the site of the bulge. The pt was taken to the operating room and the pump was exchanged for a new ivad. The pt is stable and has been discharged home.